Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where patient stuck in the preadmit status, and the users were unable to pull medication. A technical support specialist (tss) logged into the device and server and confirmed that the device was communicating with the server. There were no notices in the health sight viewer (hsv) indicating patient delays or downtime. The tss checked the patient information provided by the user and observed that the patient had already been discharged. The tss then logged into the device server and noticed that the register message failed to process with the error "the transaction has aborted". Upon reviewing the logs, the tss found that the transaction had timed out, displaying a message indicating that the timeout period elapsed before the operation completed or that the server was not responding. The tss noted that an existing knowledge article (ka) was outdated for version 1.4 and escalated the case to a product support engineer (pse) for consultation. The tss proceeded with the ka for es database server performance troubleshooting, as a timeout typically indicates that the sql instance timed out and needs review. During the review, the tss documented the server specifications and identified that 26 gb of ram was being consumed by the printer spooler. The tss cleared the printer queue, as old documents were using approximately 20 gb of the server's ram. Performance improvements were applied to the server, and the excessive printer spooler usage was cleaned up to help resolve the issue. The customer later informed the tss that after the server patch was applied, there were no further issues with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient got stuck in the preadmit state and nurse was unable to pull medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient got stuck in the preadmit state and nurse was unable to pull medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.